Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt underwent a complete vns system revision due to high lead impedance. The generator was replaced prophylactically due to incompatibility with the new lead. The explanted products were not returned. Attempts to gain add'l info have been unsuccessful.